Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(4). Maquet field service technician investigated the unit and was unable to duplicate the complaint description. The breaker was replaced as a precaution and the current probe calibration was verified to factory specification. A temperature regulation check, a functional test, and calibration verification to factory specifications was performed. Connected customer hoses with shunt and successfully tested overnight. Customer reported unit was functioning normally on the following day. A supplemental medwatch will be submitted if additional information becomes available. Reference (B)(4).